Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6). It was reported that abrupt closure, cardiac arrest, and patient death occurred. On (B)(6) 2021, the subject was enrolled in the study and the index procedure was performed. The 85% stenosed target lesion was located in the proximal left circumflex (lcx). The lesion was treated with predilatation and placement of a 3.50 mm x 32 mm study stent. Following post dilatation, residual stenosis was 0%. Post procedure abrupt closure was noted with timi flow of 3. However, no perforation and thrombus were noted. On (B)(6) 2021, the subject visited the hospital with symptoms related to cardiac arrest and was hospitalized on the same day. The subject underwent diagnostic test of echocardiogram and in response to the event, medications were given. Two days later, the subject passed away.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Evolve_lv_xlv. It was reported that abrupt closure, cardiac arrest, and patient death occurred. On (B)(6) 2021, the subject was enrolled in the study and the index procedure was performed. The 85% stenosed target lesion was located in the proximal left circumflex (lcx). The lesion was treated with predilatation and placement of a 3.50 mm x 32 mm study stent. Following post dilatation, residual stenosis was 0%. Post procedure abrupt closure was noted with timi flow of 3. However, no perforation and thrombus were noted. On (B)(6) 2021, the subject visited the hospital with symptoms related to cardiac arrest and was hospitalized on the same day. The subject underwent diagnostic test of echocardiogram and in response to the event, medications were given. Two days later, the subject passed away. It was further reported that the target lesion was 20mm long with a reference diameter of 4.00mm. Post dilatation was performed using a 5mm balloon. Following the index procedure, the subject was discharged on clopidogrel. It was further noted that the subject died due to cardiac arrest with pulseless electric activity (pea). An autopsy was not performed, and a death certificate is not available.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Evolve_lv_xlv. It was reported that abrupt closure, cardiac arrest, and patient death occurred. On (B)(6) 2021, the subject was enrolled in the study and the index procedure was performed. The 85% stenosed target lesion was located in the proximal left circumflex (lcx). The lesion was treated with predilatation and placement of a 3.50 mm x 32 mm study stent. Following post dilatation, residual stenosis was 0%. Post procedure abrupt closure was noted with timi flow of 3. However, no perforation and thrombus were noted. On (B)(6) 2021, the subject visited the hospital with symptoms related to cardiac arrest and was hospitalized on the same day. The subject underwent diagnostic test of echocardiogram and in response to the event, medications were given. Two days later, the subject passed away. It was further reported that the target lesion was 20mm long with a reference diameter of 4.00mm. Post dilatation was performed using a 5mm balloon. Following the index procedure, the subject was discharged on clopidogrel. It was further noted that the subject died due to cardiac arrest with pulseless electric activity (pea). An autopsy was not performed, and a death certificate is not available. It was further reported that on (B)(6) 2021, post dilation was performed using a 5mm balloon with maximum inflation pressure of 14mm. It was noted that the subject was on clopidogrel 75 mg at the time of event, and had been since on (B)(6) 2021. It was determined that the cause of death was not related to the study device. It was further reported that the abrupt closure occurred at an av groove circumflex branch that was covered by the study stent placed. There were multiple attempts to rewire this branch, but no other devices could cross into the side branch. It was determined after a lengthy attempt to end the procedure since the proximal portion of the circumflex was revascularized. Two days later the subject was brought back for a physiology fractional flow reserve (ffr) test of the left anterior descending artery (lad), which resulted in a negative value. The subject was discharged. The subject came back to the hospital with an non st elevation myocardial infarction (nstemi) cardiac arrest and passed away. It was noted this was out of proportion response caused by abrupt closure of a small side branch, which may or may not have been a major contributing factor to cardiac arrest. The study stent was not believed to have high correlation to the patient death. It was suspected that co morbidities more relevant to cardiac arrest was sustained ventricular tachycardia.